Event description:
5mm davinci thoracic grasper in use. Surgeon noticed a tear in the black insulation and asked the instrument to be removed. As the instrument was removed approximately one inch section of the insulation came off. No visible insulation particles in the patient; surgeon searched cavity. Davinci was notified of instrument problem.